Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation and reported capsular contracture baker grade I. Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2, h6.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation and reported capsular contracture baker grade I. Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.